Manufacturer narrative:
Patient files showed that surgeon check that severity was "mild" and "not serious". The action taken was arthrocentesis and the outcome was that the issue was recovered/resolved. Discussion with medical affairs confirmed that since the patient was treated by arthrocentesis, this would not be considered a serious injury. Knee (or any joint) effusion is a reaction to injury or inflammation, and some patients are more susceptible to it.

Event description:
It was reported that after tka patient had right knee effusion and to resolve the event arthrocentesis was performed.

Manufacturer narrative:
Attach update.